Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
The customer reported the following issue: "for your information, we have a patient with a fractured gamma nail. Primary surgery early (B)(6) 2021, for proximal comminuted fracture. Very well operated by dr. (B)(6), but medial comminution was probably too unstable. We changed to new gamma nail, including cancellous nail plasty. I hope it heals through now."

Manufacturer narrative:
Correction: please refer to h6 (results & conclusion codes). The reported event could be confirmed based on images provided, only. Visual inspection of images provided revealed a completely broken nail. The implant was fully broken in the area of the proximal webs. The reported unknown gamma nail was revised by a gamma nail which could be a hint to insufficient bone healing after an implantation period of approx. 6.5 months, which is supported by the event description ¿¿medial comminution was probably too unstable. We changed to new gamma nail, including cancellous nailplasty. I hope it heals through now¿¿. One requirement for successful nail treatment is a timely bone healing in order to relieve the nail over the progressing time of implantation. Potential adverse effects are clearly pointed out in the labelling. General aspects: the gamma3 nail is a temporary implant which inevitably will be subject of a fatigue fracture if the biomechanical stresses on the implant are too high or not considerably reduced during the period of implantation. During this period there is a race between bony consolidation / fracture healing and implant breakage as noted in the labelling of the product. Usually a breakage is contributed by one or more deficits, e.g. Insufficient bone healing, product damage. Generally, the risk of a breakage will increase with the increase of load cycles and load level. Axial overload had led to continuous stresses and a significant weakening of the nail in the area of the lag screw thru hole, followed by the fatigue fracture after implantation duration of approx. 6.5 months. Nail breakage in general has been experienced but does not present an unanticipated event in itself. Depending on load application, also, depending on the patient¿s post implant behaviour and depending on suitable anatomical reduction, depending on the kind of bone breakage, depending on the course of bone healing and other factors ¿ e.g. Increased postoperative activities ¿ a nail breakage can rather be classified as anticipated; specifically if one or more contributing issues concurrence with each other. Based on the above the nail breakage was not linked to a deficiency of the device but was rather patient related. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. According to available information a deficiency of the nail was not be verified. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
The customer reported the following issue: "for your information, we have a patient with a fractured gamma nail. Primary surgery early (B)(6) 2021, for proximal comminuted fracture. Very well operated by dr. K., but medial comminution was probably too unstable. We changed to new gamma nail, including cancellous nail plasty. I hope it heals through now.".